Manufacturer narrative:
Additional information, b5: upon follow up, it was reported on an unknown date, the patient was discharged from the hospital and was recovered from abdominal pain. On an unreported date, antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent, abdominal pain and vomiting. It was reported that it was confirmed the patient did not experienced peritonitis. The cause of the event was not reported. Two days after event onset, the patient was hospitalized for the event. Same day as event onset, the patient began treatment with eftazidime injection (1g, once daily, intraperitoneal, ongoing) and vancomycin injection (1g, every 4th day, intraperitoneal, ongoing) for abdominal pain and cloudy effluent. Pd therapy is ongoing. At the time of this report, the patient recovered from cloudy effluent and vomiting and was recovering from abdominal pain and remained hospitalized. No additional information is available.